Manufacturer narrative:
The reported complaint of the thermogard hq console (sn (B)(6)) displayed a tcmid:01 (pump failed) error message was confirmed based on the event log review but was not confirmed during functional testing. The probable cause of the tcmid:01 error seen in the event log was due to saline fluid spillage in the pump raceway and hall sensor area that had caused the shorted sensor circuit, likely attributed to user mishandling. A visual inspection was performed and unrelated to the reported issue, the spilled saline was observed in the pump raceway and hall sensor, four casters were loose, the hex basket in the cold well is missing, and the setup guide was scratched at the air trap chamber holder. The noted issues are attributed to user mishandling. The damaged and missing parts need to be replaced to remedy the observed issues. The event logs were reviewed and confirmed the occurrence of the tcmid:01 error message, thus confirming the reported complaint. In addition, the event log shows the presence of the mid:14 (bg power supply) and mid:16 (software) error messages, unrelated to the reported complaint. Based on log data files, these error messages were cleared, and they were not replicated during testing at zoll. The possible root cause of both mid:14 and mid:16 errors was most likely triggered by quick powering off/on the thermogard hq console, which did not let the system's software have enough time to reset or due to the spilled saline that caused an internal system shorting. The thermogard hq console passed the initial functional testing without any fault or error. The customer reported tcmid:01 error message observed in the event log was not reproduced during the testing. The possible root cause of the error message was likely the spilled saline in the pump raceway and hall sensor that caused an internal system shorting. Waiting on the customer's approval for service repair.

Event description:
As reported, the thermogard hq console (sn (B)(6)) displayed a tcmid:01 (pump failed) error message during the patient treatment. Following this, the console was immediately replaced with the thermogard tgxp console and continued with ivtm therapy. No consequences or impact to patient.